Event description:
It was reported that a patient experienced sepsis and subsequently died coincident with peritoneal dialysis therapy. The cause of death was reported to be due to the sepsis. The patient died at the hospital. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned, therefore, a device evaluation could not be completed. The lot number was unknown,therefore, a batch review was not performed. Should additional relevant information become available, a supplemental report will be submitted.